Event description:
It was reported that the lead was capped and replaced due to a capture anomaly.

Event description:
New information received stated that the lead was capped and replaced because it failed to capture.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).